Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, (B)(6) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that three discarditii 2ml with 24*1 experienced foreign matter contamination. The following information was provided by the initial reporter: discardit 2 ml syringe with 24 g*1 needle, are rough in use and also has a thread in the tip of needle.

Manufacturer narrative:
H.6. Investigation: we received three contaminated and used samples from the customer which were open and with visible blood stains on them. When we investigated the batch number 18j0611 of catalog number 300844 there was no reported qn or ncp in the plant release data sheet. The customer returned samples were tested for bluntness and for presence of the thread on the tip. Upon zooming the photograph to 128x we found the needles to be blunt and also found a tread like particle on its tip. Photo evaluation: 5 photos were received for investigation (refer to attachment b). Observed blunt cannula from the returned photos. Observed red foreign matter on the cannula. Sample evaluation: 3 actual unused samples were received for investigation (refer to figure 1). The 3 samples were subjected to visual inspection to check for cannula defects and foreign matter. The followings was observed from the 3 samples: no foreign matter (red thread) was observed from all 3 samples; no damage cannula point was observed for sample 1; damaged cannula point was observed for sample 2 and 3. DHR: there were no damaged cannula point rejects at the outgoing inspection. No quality notification was raised for past 12 months on similar reported defect. The damaged cannula point could have been caused by handling during cannula process. Reviewed the assembly process. The damaged cannula point could have been due to toppling of rack which could have hit the cannula tip. The rack could have been put back to the upright position by the production technician instead of being dispose of.

Event description:
It was reported that three discarditii 2ml with 24*1 experienced foreign matter contamination. The following information was provided by the initial reporter: discardit 2 ml syringe with 24 g*1 needle, are rough in use and also has a thread in the tip of needle.